Manufacturer narrative:
(B)(4). Results of investigation: vyaire medical was unable to verify the customer¿s reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The ventilator passed 51 hours of extended tests at the customer's settings, however, the ventilator failed the ltv final test for non-conformance with measured oxygen percentage during the flow and volume blending test. Bench testing revealed a malfunctioning o2 blender was creating the non-conformance. The o2 blender was replaced with a known good one, to address the customer¿s reported issue.

Event description:
It was reported to vyaire medical that the unit's low pressure oxygen source would not turn off and was blowing off high flow oxygen through the ventilator circuit. It is unknown at this time whether there was any patient involvement associated with this complaint.